Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error. The customer¿s blood glucose level was 190 mg/dl this morning but does not have recent bg. The customer took it off to go swimming and it fell off into the pool. Also, customer states that there is a crack on the back of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.